Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hbsag immunoassay results for two patient samples. Data was only provided for one of the samples. The initial result was (B)(6). The repeat result on (B)(6) 2018 was (B)(6). The results from a new sample on (B)(6) 2018 were (B)(6) and (B)(6). The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 276917. The expiration date was requested but was not provided.

Manufacturer narrative:
The provided alarm trace showed a few sample pipetting alarms. The investigation was unable to find a definitive root cause.